Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial/lot: (B)(4), description: linear st lead kit 70 cm. Model: n/I, serial/lot: n/I, description: linear 3-6 lead. Model: n/I, serial/lot: n/I, description: linear 3-6 lead.

Event description:
A report was received that the patient had a fall, which caused his leads to migrate. The patient underwent a revision procedure and two leads were explanted and replaced. The patients other two existing leads were repositioned. The patient is doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was not getting stimulation where he needed it as a result of the lead migration. The patient was doing well postoperatively and stimulation has been restored. The fall was not device-related as the patient is elderly and is at risk for falls. The explanted leads were discarded by the nurse. Additional suspect medical device components involved in the event: model: sc-2218-70 serial/lot: (B)(6). Description: linear st lead kit 70 cm. Model: sc-2366-50 serial/lot: (B)(6). Description: linear 3-6 lead 50 cm. Model: sc-2366-50 serial/lot: (B)(6). Description: linear 3-6 lead 50 cm.

Event description:
A report was received that the patient had a fall, which caused his leads to migrate. The patient underwent a revision procedure and two leads were explanted and replaced. The patients other two existing leads were repositioned. The patient is doing well postoperatively.

Event description:
A report was received that the patient had a fall, which caused his leads to migrate. The patient underwent a revision procedure and two leads were explanted and replaced. The patients other two existing leads were repositioned. The patient is doing well postoperatively.